Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was replaced on (B)(6) 2019 because their battery went dead. They couldn't use the ins because they broke their hip and couldn't get the ins to charge. They decided to implant a newer system. No further complications reported.